Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the gauze is fraying and falling apart. This was noticed prior to use, during a surgical set up of a tray. This was not used on an open wound. This was noticed before use on a patient.